Event description:
A customer reported experiencing a persistent alarm related to occlusions. The customer's blood glucose levels exceeded the normal range, specifically reading as "high." To manage the situation, the customer administered a correction bolus using the pump and changed the infusion set and cartridge to continue insulin delivery. Despite these actions, the issue persisted, prompting the technical support team to replace the pump.